Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock. There was no report of pt involvement. The device was evaluated by a philips field service engineer. The symptom could not be duplicated. The device passed all testing and was returned to use. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.

Event description:
The customer reported that the device did not deliver a shock. There was no report of pt involvement.